Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent heteroscopy with novasure uterine ablation on (B)(6) 2009 due to menometrorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal and reconstruction of urethra on (B)(6) 2013 due to urinary problems and pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.